Event description:
Rptr from facility's central supply reports meter would turn on, but nothing showed on the display while using the advantage system. MFR's eval dept investigations found missing segments in the hundred's digit. Rptr was not aware of the missing segments. No adverse event reported a request was made for return of the suspect product and a replacement was sent.